Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. G3 - correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 26 july 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the air/water channel and air/water cylinder could not be specified and also it is unknown if there are deviations from the instructions for use (IFU). The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the videoscope exhibited foreign objects in the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.